Event description:
It was reported that during laparoscopic colonoscopy, the device produced misformed staples. It was reported that the case was completed with a same like device. No other information is available. There was no consequence to the pt.